Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
I wanted to make you aware of an issue that we¿ve been having with at least two of you catheters that I¿m aware of so far since we¿ve gotten them stocked on our unit. Two catheters have been discovered to have a hole in the tubing 2-3mm away from the distal end where it is attached to the buretrol device for csf collection. Both times so far it was discovered by the neurosurgery resident that was placing the catheter. The resident then had to trim the catheter down to a shorter size to bypass the hole. I was able to obtain the empty box from the second catheter in question. These catheters are the bactiseal 1.9mm i.d. Sets. (B)(4). Lot number is 644277.